Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the stapling reload was introduced through the trocar on a laparoscopic sleeve gastrectomy, the device¿s blue rubber seal disengaged into the patient¿s cavity. They retrieve the seal that fell into the patient and opened a new trocar to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal was cut, disengaged and not received. The trocar, cannula and envelope seal appeared intact. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the stapling reload was introduced through the trocar on a laparoscopic sleeve gastrectomy, the device¿s blue rubber seal disengaged into the patient¿s cavity. They retrieve the seal that fell into the patient using a grasper and opened a new trocar to finish the case. There was no patient injury.